Manufacturer narrative:
One model px284an dpt with attached single IV set and a non-edwards 50ml b-d syringe was returned for evaluation. The customer report of threads on syringes & threads on transducer not lining up, causing syringe tip to break off was not able to be confirmed. Returned syringe could not be connected to dpt housing because tip of the syringe had been already completely broken and stuck inside the dpt vent port. Threads on syringe luer lock appeared damaged. No visible damage was observed from dpt vent port. Report of zeroing difficulty was not confirmed. Dpt sensor was able to be zeroed with broken syringe inside vent port. As no defect was found and the reported condition could not be confirmed, no product or process malfunction was identified. A root cause could not be established. As part of the manufacturing process, 100% of the units go through visual inspection, a leak test, an electrical test, and qa sampling. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device has been returned but the evaluation has not yet been completed. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the threads on syringes & threads on transducer are not lining up, causing syringe tip to break off in the transducer. When coming on shift, the customer noted that the syringe hooked up to stopcock on the cvp transducer was leaking even though it appeared connected. When inspecting further, the customer noted the tip broke off into the stop cock. This meant the transducer wasn't zeroed to air during the previous shift. When new transducer and syringe were hooked up (syringe from different lot but transducer from same lot), it immediately broke off again before syringe was even twisted on all the way. New transducer grabbed from new lot and syringe screwed on without any issues. Charge notified of equipment issue. No allegation of patient injury, device available for return.